Event description:
It was reported that rep contacted technical services about a stored electrogram that displayed noise. Technical services discussed that this is purely a display anomaly that happens during electrogram transfer within the device. Sensing, detection, and therapy is unaffected.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.